Event description:
It was reported that when using the bd max¿ enteric viral panel, results with weak fluorescence, gave positive results but negative upon repeat. No health impact or consequence reported.

Manufacturer narrative:
H6. Investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. 443985) lots: 3137907, 3137908 and 3234541 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lots: 3137907, 3137908 and 3234541 were manufactured according to specifications and met performance requirements. Customer complained about false positive results for rov target on multiple negative controls samples. Customer provided pdf files of 5 runs (#115, 272, 305, 318 and 319) and the database of instrument ct2666 for investigation. Database analysis revealed that at three occasions, the sbt were retested beyond the limit of 120h prescribed in the bd max¿ enteric viral panel package insert, which is not recommended for (off label use) the bd max¿ enteric viral panel kits. Manual pcr curve adjudication across all positive rov targets was performed and pcr curves shows a late and low but true amplification without anomaly indicative of true low positive results. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lots: 3137907, 3137908 and 3234541. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that when using the bd max¿ enteric viral panel, results with weak fluorescence, gave positive results but negative upon repeat.no health impact or consequence reported.

Manufacturer narrative:
D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. E1: initial reporter phone #: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.